Manufacturer narrative:
Product event summary. Product event summary: the 10fcc13 sheath with lot number 0012399476 was returned and analyzed. Visual inspection was performed and identified a kink at the side port tube. No additional anomalies were detected in the sheath assembly. The steering mechanism and deflection test were performed; no anomalies were discovered. Functional testing was performed, and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.136 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0540 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported catheter/sheath compatibility issue was not observed/reproduced during testing; however the sheath did not pass the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, heavy resistance was felt when attempting to retract the array into the sheath. Upon removal of the catheter from the body, the distal part of the array appeared deformed. The catheter was reintroduced into the body multiple times throughout the procedure. Additionally, the catheter was forced into the sheath and extracted together from the body. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012399476 was returned and analyzed. Visual inspection was performed and identified a kink at the side port tube. No additional anomalies were detected in the sheath assembly. Functional testing was performed, and no anomaly was discovered. The lab test dilator was inserted into the sheath and retracted several times, without any friction. The lab test dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.136 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0540 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported catheter/sheath compatibility issue was not observed/reproduced during testing; however, the sheath did not pass the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.